Event description:
Hello my name is (B)(6) writing for my husband (B)(6). A pd patient. Sunday, (B)(6) 2025 at 5:30am, after closing off the pd transfer set, and then while disconnecting the patient line from the transfer set, the dark blue tip with the threads on it, started to come unscrewed from the light blue portion of the pd transfer set. I was very careful, to try and not cause any contamination to my husband. I attempted a 2nd time to remove patient line, again the dark blue tip with the threads on it, started to come unscrewed from the light blue portion of the pd transfer set. I tried to screw tighten it back into the light blue segment of the pd transfer set. In order to remove the patient line, I had to with gauze hold tight to the top of the dark blue tip with threads on it in order to remove patient line. The failure in the transfer set caused by husband to miss his sunday, (B)(6) 2025 home pd dialysis that night, this can be harmful to his health. Monday morning, (B)(6) 2025 (B)(6) replaced the pd transfer set, and administered antibiotics in case of contamination. There currently has not been any warnings to this type of failure in the pd transfer sets. How long do we need to be worried about additional failures of this type?